Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with a bolus and injection with her pen. Customer's blood glucose value was 99 mg/dl at the time of the call. Troubleshooting was performed. The customer mentioned 3 bent cannulas and she was not getting any alarms or settings. The product was not returned for analysis.